Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movement. No harm to the patient or user was reported. Philips has started an investigation of this complaint.